Event description:
In 2003 pt received a mitek anchor implant in the temporomandibular joint area. Shortly afterward the pt experienced severe deep itching along the surgical site, and popping and pain in the tmj area. In 2004 underwent surgery again and it was found that both tm discs were displaced and the left disc had folded over and fell apart where the mitek anchors had been implanted in 2003. Mitek anchors calcified and the left side disintegrated so the surgeon was unable to remove mitek anchors and remove the damaged discs. Four weeks after the second surgery the severe itching continues.